Event description:
The dentist reported 62 days after the dental implant was installed in intraoral region #21 it was verified its non osseointegration. 45 ncm of primary stability was achieved and immediate load was performed.